Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment. It was noted that two instances of report of prior investigations (rpi) 164260 were found in the log files. It was noted that was an application crash in the analyser when the user presses the impedance button multiple times. Correction d4: serial number. Correction a: patient information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the mobile programmer in a procedure it froze for a few seconds prior to the screen going white and displaying a diagnostic message. It was noted that the physician had inserted the right ventricular (rv) lead and connected up to the cables with ventricular demand pacing having come on at vvi 100 beats per minute (bpm) to perform a threshold test when the event occurred. It was further reported that the user re-started the mobile programmer application and the issue recurred at vvi 100 bpm via analyzer. It was noted that vvi 100bpm (capture) was maintained throughout the event. The mobile programmer remains in use. No patient complications have been reported as a result of this event.